Manufacturer narrative:
Attempts to download the history and memory logs from the returned device failed to produce all the relevant data. After multiple attempts of connecting to the device, some information was able to be retrieved from the logs but no data was found in the history log. The pad device was installed on (B)(6) 2011. The only other entry recorded on the (B)(6) 2012. Initial testing of the returned device failed to power up using both the returned pad-pak and a test pad-pak. The device was disassembled for investigation and it suggests that the flash memory chip had failed. The flash chip stores the main embedded code of the device. The investigation recommends scrapping the device. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300 p devices are for multi-use.

Event description:
There was no patient involved in this event. This device malfunctioned because the device would not power on. A device in this fault mode, if left undetected could result in the failure of the device to perform as intended if required.